Event description:
The device and ra lead were later explanted.

Manufacturer narrative:
Product event summary #(B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead was performed. A proximal portion was received measuring 6.5 cm.

Event description:
It was reported that after the implant procedure and post dft testing, the right atrial (ra) lead dropped into the ventricle. The ra lead was later repositioned and remains in use. It was also reported that a few days after the ra lead revision, the right ventricular (rv) lead impedance increased and eventually there was an rv high impedance alert. The pocket was re-opened and it was determined that the device setscrew was loose. The setscrew was tightened and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2014. A 6935m62 lead, implanted: (B)(6) 2014. (B)(4).